Event description:
It was reported that a revision surgery was performed due to pain and femoral osteolysis. Acetabular cup and liner were replaced.

Manufacturer narrative:
Visual inspection of the returned devices shows significant signs of wear/use. The returned parts are 13 years old. Bone on-growth was observed on the backside of the acetabular shell indicating fixation with bone. Scratching observed on the articular surface of the femoral head could have occurred due to usage. The liner displayed areas of yellow discoloration could be due to absorption of biological fluid. The articular surface of the liner was worn as evident by the abrasive wear and linear penetration shown in. Imprints of the heads of acetabular screws were observed on the backside of the liner; areas of burnishing were observed within some indented areas. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The investigation could not verify or identify any evidence of product contribution to the reported problem.